Manufacturer narrative:
Analysis not required for expired sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone, the sensor was not working properly reading were inaccurate. Customer's blood glucose was 408 mg/dl and sensor reading was 90 mg/dl. Customer's calibrating techniques were evaluated and it was found customer calibrates three times per days. Customer's mother was advised to ensure customer calibrates the sensor when blood glucose is stable. No troubleshooting was performed for high blood glucose. Customer's mother is returning the sensor for analysis.